Event description:
International customer reported that a patient developed an infection at an unspecified time following device implant. The patient was prescribed antibiotics.

Manufacturer narrative:
No conclusion can be drawn at this time.